Manufacturer narrative:
The patient's lawyer indicated that the allegation is that the rollator design allowed the patient to get her leg caught in between the rollator legs. It was implied that the patient's leg released the locking mechanism, causing the rollator to fold and the patient to fall. The lawyer indicated that nothing is broken on the rollator. Photographs were provided of the rollator, which show that it appears to be intact and able to fold properly. The design of the rollator is such that it is not likely to fold unintentionally. In order for the rollator to fold, one must lift up on the seat, then lift up on the locking mechanism on the crossbar, and finally push the front and back frame together. Should additional information become available, a supplemental record will be filed.

Event description:
A lawsuit was received stating that the patient was using the 65650 rollator when it allegedly collapsed. The patient fell, catching her leg in the rollator, and she sustained a right leg fracture.

Event description:
A lawsuit was received stating that the patient was using the 65650 rollator when it allegedly collapsed. The patient fell, catching her leg in the rollator, and she sustained a right leg fracture.

Manufacturer narrative:
Records were received from the patient's lawyer, which revealed that the patient is suffering from morbid obesity, uncontrolled diabetes, and kidney cancer. The records show that the patient has fallen approximately 20 times over the past 4 or 5 years. The records note that the patient has diabetic neuropathy, which causes her to drag her left foot and contribute to the falls. There are also comments from ems that the patient's home is cluttered, with narrow passageways, leading to concerns of a falling risk. The records did not mention a rollator collapse, malfunction, or entanglement. Invacare's lawyer had an opportunity to informally inspect the subject rollator, and he advised that there does not appear to be any problem with the product.